Manufacturer narrative:
The reported events on noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the lead to can abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
Related manufacturer's reference number: 2017865-2021-39075. It was reported that the patient presented for a generator change procedure. It was reported that the right atrial (ra) lead was exhibiting automatic mode switch resulting from the oversensing sensing noise. During the ra lead extraction the right ventricular lead became dislodged and was damaged. The ra and the rv lead were successfully explanted and replaced. The patient was in stable condition.